Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to the emergency room (ER) with sudden dysarthria and aphasia. A computerized tomography (CT) scan revealed a middle cerebral artery (mca) infarction. A thrombectomy was performed on the m2 segment occlusion with a stentriever, which was successful. An aspiration retriever technique was also performed with a total of three passages. The patient was placed on a daily regimen of warfarin and clopidogrel. The patient was considered neurologically free on (B)(6) 2023 and was discharged.